Event description:
It was reported that the pacemaker device triggered a lead safety switch mode due to high out of range pace impedances. Both the right atrial. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).